Event description:
I have used super poligrip and seabond from approximately 1997 till present. While using super poligrip & seabond, I began experiencing numbness & tingling in my upper extremities. My neuropathy is permanent & requires continued medical care & treatment. Dose: denture cream, sea bond. Frequency: twice daily, once daily. Route: oral. Dates of use: 1997 - present. Diagnosis or reason for use: denture adhesive cream. Denture wafers. Event abated after use stopped. No.